Event description:
It was reported that during dressing change, operator found the catheter closure clamp for two PICC catheters (3174118) was fractured. The catheters were closed with small sheet-like clips for the time being. Catheter closure clamps had a problem and the seal of the catheter was affected, which led to potential thrombus and shortened the in-use duration. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported that during dressing change, operator found the catheter closure clamp for two PICC catheters (3174118) was fractured. The catheters were closed with small sheet-like clips for the time being. Catheter closure clamps had a problem and the seal of the catheter was affected, which led to potential thrombus and shortened the in-use duration. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a broken clamp of a powerpicc is inconclusive because the break in the clamp could not be fully observed from the returned photo. One photograph of a powerpicc extension tubing with its clamp was returned for evaluation. An initial visual observation of the photograph showed the catheter appeared to be attached to the patient. It was observed that someone was holding the clamp between their fingers. It appeared that a small portion of the clamp may be detached at the thumb of the person holding the clamp; however, the photo returned appeared too blurry to make out whether the clamp was broken. Because of the state of the returned photo, the complaint of a broken clamp is inconclusive. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.